Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2019-00152. This report is related to an italy patient. It was reported the patient had lost stimulation. High impedance was found and was due to the patient's lead being pulled out of the header of their ipg. As a result, the physician decided to explant and replace the patient's ipg. Surgical intervention addressed the patient's issue.

Event description:
Device 2 of 2; reference MFR. Report#: 3006705815-2019-00152.